Manufacturer narrative:
The customer's product has been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported a low reading issue with his adc freestyle libre sensor. He further reported that on (B)(6) 2018, around midnight, he performed a scan and received a reading of 133 mg/dl. Another reading, obtained on a competitor¿s meter produced a result of 330 mg/dl. Customer was taken to a hospital, where a reading of ¿600¿ was received on an unspecified hospital device. Customer was diagnosed with diabetic ketoacidosis and treated with an unspecified amount of insulin. A subsequent reading of 360 mg/dl was received ¿by arterial reading¿. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported a low reading issue with his adc freestyle libre sensor. He further reported that on (B)(6) 2018, around midnight, he performed a scan and received a reading of 133 mg/dl. Another reading, obtained on a competitor¿s meter produced a result of 330 mg/dl. Customer was taken to a hospital, where a reading of ¿600¿ was received on an unspecified hospital device. Customer was diagnosed with diabetic ketoacidosis and treated with an unspecified amount of insulin. A subsequent reading of 360 mg/dl was received ¿by arterial reading¿. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor serial number has been updated based on the case details. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.